Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, one side of the prograsp forceps instrument jaw was not moving smoothly. The instrument was removed and it was observed that a wire had become dislodged within and ¿the disc¿ did not work. It was reported that tissue was lodged in the small crevices of the instrument. Immediately after removing the instrument, minor tissue damage was identified when the surgical staff checked the path of removal of the prograsp forceps instrument from the cannula to the target tissue to ensure there were no issues in the abdominal cavity. It is unknown as to what type of minor tissue damage/injury was noted on the inside of the peritoneum. There was no bleeding observed and no fragments fell inside the patient¿s body. When checking the instrument after removal, they ¿restored¿ the wire and the prograsp forceps still did not move. After consulting with the general surgery colorectal team, the minor tissue damage was repaired with two stitches. The procedure was completed robotically using a back-up prograsp forceps instrument. The surgeon did not administer any additional treatment to the tissues. The patient did not experience any post-operative complications. The patient¿s current status is ¿no problem¿.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication has been determined to be component failure. The prograsp forceps instrument involved with this event has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Loose instrument grip cables are attributed to a component failure and to a loss of cable tension. Review of the system log was not performed because the system logs are not available at this time. The system was not connected to onsite.